Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sensor cannula had broken off and was stuck to his skin. The customer¿s blood glucose level was unknown at the time of the incident. The customer was getting sensor glucose not available alert. Sensor cannula broke off into the body while customer was trying to remove the sensor. Customer states the cannula is still in the skin. The customer's wife was able to fully remove the cannula from the skin. The customer's wife used tweezers to remove the sensor cannula. The sensor will not be returned for analysis.